Event description:
After doing one sensory test and then turning off sensory stimuli, there remained a pulsating stimuli that was observed with quivering of the patient's posterior neck musculature. Patient also endorsed feeling the high-frequency pulsation. From having experience with this unfortunately happening on rare occurrence previously, I had concerned that the medtronic needles may have bah some form of a defect. We initially replaced the probes to see if this would correct the issue, which it did not. At that time, again being familiar with the situation from a handful of times over several years, the needle cannulas were removed. New needles were then used. Sensory and motor testing was then conducted without any further technical issues such as previously seen and described above. - stated by physician [redacted].